Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from germany that an 83-y-o patient with this valve model 8300ab implanted in aortic position underwent a valve-in-valve intervention after an implant duration of 6 years and 2 months due to moderate paravalvular leak (pvl) near the left coronary site (pressure half-time of 321 ms). As reported, there could be observed a hypertrophic septum. The patient presented with dyspnea prior to the intervention. A 23mm transcatheter valve was implanted within the edwards surgical valve. The procedure was successful and the patient was noted to be discharged.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Regurgitation is considered to be a pvl [paravalvular leak] if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Late paravalvular regurgitation most commonly occurs in the setting of infective endocarditis-related abscess formation which predisposes to suture dehiscence or the gradual resorption of partially debrided annular calcifications. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The most likely cause is patient factors, including hyperlipidemia or high levels of fats and cholesterol in the blood, associated with increased risk and severity of certain types of heart muscle thickening such as the observed hypertrophic septum on the patient. The anatomy of the annulus or implant location may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid implant location can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Being well-known cause of pvl due to valve dehiscence.